Manufacturer narrative:
Correction to section b1, update section d10.   The sheath was returned to edwards lifesciences for evaluation with the delivery system unable to be retrieved through the sheath. The inflation balloon was noted to be at the opening of the sheath. A review of the imagery provided showed the following: bunches along the sheath shaft; inflation balloon was unable to be fully retrieved into sheath.  Visual inspection of the returned device showed the following:  compression of sheath observed along shaft at 1", 3", 6", 8.5" distal from comnut; tear on sheath jacket at distal tip, approximately 5 mm in length; the sheath was straightened in order to remove the delivery system. After straightening out the sheath, a tear was noted 8.5¿ distal from comnut. This tear corresponds to the initial compression/crushed area along the sheath, as received, at 6¿ from comnut; tip opened as designed.  Due to the nature of the complaint, no dimensional inspection and functional testing were able to be performed. During manufacturing of the axela sheaths, the device and its components are tested and inspected multiple times.  The devices were 100% visually inspected for any defects.  The final sheath assembly underwent 100% inspection by manufacturing and quality for any abnormalities.  These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed additional similar complaints.  A review of the complaint history from august 2018 to july 2019 revealed other returned similar complaints; however, no manufacturing non-conformances were identified during these evaluations.  Available information suggested that patient and or procedural factors may have caused or contributed to the similar events. A review of the instruction for use (IFU) and training manuals for revealed no deficiencies.  Per the IFU: if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications.  Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Completely unflex the delivery system at the descending aorta. Retract the loader prior to removing the delivery system. Pull the entire delivery system through sheath.  Maintain guidewire position in the aorta.  Retract the loader prior to delivery system removal.  Patient injury could occur if the delivery system is not completely unflexed prior to removal. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    The complaints for sheath shaft resistance with delivery system, compressed/crushed, and outer jacket torn were confirmed based on visual inspection. However, no manufacturing non-conformances were identified in the returned device. A review of the DHR, lot history, and complaint history, showed no indication that a manufacturing non-conformance contributed to the reported events. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaints. Additionally, a review of the ifus and training manuals revealed no deficiencies. As noted in the training manual instructions, ¿push force [of the delivery system] can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ per report, the vessels were ¿very tortuous¿ and ¿medium force [was] required to insert sheath in a sharp angle.¿ bends in the insertion pathway of the delivery system, due to sheath insertion angle and access vessel tortuosity can create sub-optimal angles that could result in a difficult pathway for advancement contributing to resistance.  Withdrawal of the delivery system in tortuous anatomy can lead to non-coaxial retrieval of the balloon through the sheath tip, resulting in the balloon catching on the sheath opening (as observed in the return condition of device). Use of force and/or manipulation applied in response to the resistance may result in the compression and subsequent damage (outer jacket tears) observed along the sheath shaft. While a definitive root cause is unable to be determined, available information supports that patient/procedural factors (access vessel tortuosity and angle of insertion) contributed to the resistance and procedural factors (non-coaxial retrieval/excessive force) contributed to the inner member and jacket damage. It is possible that patient factors (severe vessel tortuosity) and procedural factors (device manipulation) may have caused or contributed to the vascular injury requiring surgical repair. Since no product non-conformances or IFU/training deficiencies were identified during this evaluation, a product risk assessment escalation, and corrective/preventative actions are not required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(4), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, high resistance was noted between the balloon and the axela sheath tip of the ultra delivery system upon removal.  There was no evidence of a balloon burst and the devices were removed as a unit.  The delivery system and sheath were removed and replaced with a 20fr sheath which was difficult to insert to achieve haemostasis after removal. Attempts were made to achieve vessel haemostasis with three vascular closure devices but was unsuccessful and a surgical repair was performed to repair the vessel. The patient was discharged in stable condition.